Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 320-370 mg/dl and displayed as high; cause was not known. Customer delivered a correction bolus via pump to address bg level, and continued to use the pump for insulin therapy. A pump system check and confirmed pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.